Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device would not activate to cauterize during pretest. There was no power delivery. The power setting was at 2.5. A replacement hemopro device was connected to the same extension cable and the procedure was completed. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection observed no damaged on the tri-heater wire assembly or the hot, cold jaw boots. The returned device was tested for resistance measurements, functional pre-cautery and continuity tests and there were no non-conformances discovered during the investigation. The reported observation is not confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.